Manufacturer narrative:
(B)(4).

Event description:
It was reported non-sustained right ventricular oversensing episodes were observed on a merlin transmission possibly due to myopotentials oversensing. It was recommended for the patient to the present to the clinic for isometrics and turning off the low frequency attenuation filter. No further information is available.